Event description:
The plaintiff alleges suffering from inter alla urticaria hand dermatitis, allergic rhinitis, itchy and watery eyes, chest congestion, and dyspnea (wheezing and asthma), and that plaintiff has been diagnosed as suffering from type-I latex allergy. Plaintiff alleges working in healthcare since 1990 as a chiropractic assistant and also as a podiatry assistant, and that during employment plaintiff was exposed to latex gloves. Plaintiff alleges that because plaintiff is sensitized to latex plaintiff is at risk of suffering anaphylactic reactions when coming in contact with many different commonly used products which contain the natural latex protein. Plaintiff also alleges the plaintiff has suffered severe and irreversible latex allergy. Plaintiff further alleges that plaintiff is restricted in entering any environment where plaintiff is exposed to latex proteins, putting plaintiff's at risk for anaphylactic reaction. Furthermore plaintiff alleges that plaintiff must live life in constant vigilance for the presence of latex products, avoiding everyday common products that contain latex. Plaintiff alleges that plaintiff is restricted in plaintiff's life as to where plaintiff can go, and what plaintiff can do with life, with career and with family, plaintiff also alleges that plaintiff finds it difficult to seek medical and dental care, and entering a non-latex safe environment in a hospital is a health hazard to plaintiff's. Plaintiff further alleges that plaintiff has suffered and will continue to suffer in the future, emotional distress, and an inability to engage in normal activities. Furthermore plaintiff alleges that plaintiff has suffered physical injuries, as well as despair, and loss of enjoyment of life, all of which are of a permanent and continuing and life threatening nature. Finally plaintiff alleges that plaintiff has suffered great loss and depreciation of earning capacity and will continue to suffer same for indefinite time in the future.